Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that the water cooler failed. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. According to the supplier investigation, the pump head was fluid-tight at testing and delivery but was later reported to be leaking. The error on site led to an error message given by the system that the x-ray tube went hot. This is a mitigation measure to inform the operator that the tube became hot and it is still possible to use the system and x-ray is available. The affected pump head has been exchanged by the local service organization and the error has not been reported again. No systematic error could not be recognized. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.